Event description:
It was reported that, during an ukr surgery, while taking the last segment of the non-stressed rom, a message displayed to retake hip center, recollect native rom and proceed. The hip center value was 0.3. The issue was troubleshot and determined that the proximal pin on the femur was loose. The pin stability was corrected, recollected, and message did not appear and proceeded. The surgery was delayed less than 30 min. The patient was not harmed.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified no prior similar events. This failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient¿s bone is harder than normal. No containment or corrective actions are recommended at this time.